Event description:
The pt was having a central line placed for the purpose of chemotherapy. The surgeon determined that the guidewire for the bard port was too flexible and chose the cook wire guide. While manipulating the wire guide into place, the tip of the guide became knotted. When the surgeon tried to remove the wire, the tip began to unravel and broke off, necessitating surgical removal.